Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable cardioverter defibrillator (ICD) was connected to the leads, and no pacing was observed. The device was removed, and a different ICD was implanted. No patient complications have been reported asa result of this event.